Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Biomed technician from a hemodialysis clinic reported that at the end of the patient¿s treatment, when reinfusing the patient¿s blood, a leak from the dialyzers was observed. Approximately 15 cc of blood was lost. There was no reported patient complications who was removed from the dialysis machine. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant. A search for made for companion samples with no record of a shipment being made to this customer within a three month time frame. The lot number is unknown, therefore a device history review could not be performed.

Event description:
"."